Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 3mm x 10cm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter ruptured during dilation to 18 atmospheres (atm). An unknown device was used as a replacement. There were no reported injuries to the patient. The target vessel was the superficial femoral artery (sfa), which was severely calcified, tortuous, and had 60% stenosis. The device was stored and prepared per the instructions for use (IFU). No difficulty was reported in removing sterile packaging or the protective balloon cover. Negative pressure was maintained during preparation. The device was not placed in an acute bend, did not cross the lesion, and did not kink during the procedure. The device was removed easily and in one piece. The device was returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 3mm x 10cm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter ruptured during dilation to 18 atmospheres (atm). An unknown device was used as a replacement. There were no reported injuries to the patient. The target vessel was the superficial femoral artery (sfa), which was severely calcified, tortuous, and had 60% stenosis. The device was stored and prepared per the instructions for use (IFU). No difficulty was reported in removing sterile packaging or the protective balloon cover. Negative pressure was maintained during preparation. The device was not placed in an acute bend, did not cross the lesion, and did not kink during the procedure. The device was removed easily and in one piece. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon on a 3mm x 10cm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter ruptured during dilation to 18 atmospheres (atm). An unknown device was used as a replacement. There were no reported injuries to the patient. The target vessel was the superficial femoral artery (sfa), which was severely calcified, tortuous, and had 60% stenosis. The device was stored and prepared per the instructions for use (IFU). No difficulty was reported in removing sterile packaging or the protective balloon cover. Negative pressure was maintained during preparation. The device was not placed in an acute bend, did not cross the lesion, and did not kink during the procedure. The device was removed easily and in one piece. The product was returned for evaluation. A non-sterile unit of ¿saber 3mm10cm 150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to initiate product evaluation. A thorough visual inspection was performed, with no external damage or anomalies observed. The balloon was received in a non-inflated condition, and no additional notable findings were identified at this stage. Functional testing was conducted by attaching an inflator/deflator device to the inflation port. Balloon inflation was attempted by applying positive pressure using the inflator/deflator device to reach the rated burst pressure. However, the applied pressure could not be maintained due to a leak condition observed in the balloon. Further inspection using a vision system identified a rupture on the balloon surface, corresponding to the location of fluid leakage. The balloon exhibited a rupture with secondary scratch marks located near the perimeter of the damaged area. This damage pattern is consistent with mechanical interaction involving a sharp object. Based on these observations, it is likely that the factors contributing to the observed surface scratches also contributed to the rupture condition of the balloon. The evidence suggests that the material in the affected area was compromised by contact with a sharp object external to the device. A product history record (phr) review of lot 82305101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst at/below rbp¿ was observed during analysis of the returned device; however, the definitive root cause could not be conclusively determined. Based on the available information, the lesion characteristics, including severe calcification, vessel tortuosity, and 60% stenosis, represent significant procedural challenges and are known to increase the risk of balloon damage during advancement and inflation. Post-evaluation findings identified a rupture with associated surface abrasions, consistent with mechanical interaction with a rigid or sharp anatomical structure. These observations support that the balloon material was likely compromised during interaction with the lesion, either during attempted advancement or subsequent inflation to 18 atm. While the device was reported to have been prepared and used in accordance with the instructions for use (IFU), the presence of heavily calcified and tortuous anatomy is considered a contributing factor to the observed failure mode. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the balloon on a 3mm x 10cm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter ruptured during dilation to 18 atmospheres (atm). An unknown device was used as a replacement. There were no reported injuries to the patient. The target vessel was the superficial femoral artery (sfa), which was severely calcified, tortuous, and had 60% stenosis. The device was stored and prepared per the instructions for use (IFU). No difficulty was reported in removing sterile packaging or the protective balloon cover. Negative pressure was maintained during preparation. The device was not placed in an acute bend, did not cross the lesion, and did not kink during the procedure. The device was removed easily and in one piece. The product was not returned for analysis as expected. A product history record (phr) review of lot 82305101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ could not be verified as the device was not returned for analysis nor were procedural images provided. The exact cause could not be determined. Vessel characteristics of severe calcification and tortuosity with 60% stenosis may have contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon on a 3mm x 10cm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter ruptured during dilation to 18 atmospheres (atm). An unknown device was used as a replacement. There were no reported injuries to the patient. The target vessel was the superficial femoral artery (sfa), which was severely calcified, tortuous, and had 60% stenosis. The device was stored and prepared per the instructions for use (IFU). No difficulty was reported in removing sterile packaging or the protective balloon cover. Negative pressure was maintained during preparation. The device was not placed in an acute bend, did not cross the lesion, and did not kink during the procedure. The device was removed easily and in one piece. The device was not returned as expected.